Manufacturer narrative:
(B)(4).

Event description:
The patient complained the device falls into the armpit during exercise. The pocket was revised and the generator was moved to a more medial subpectoral position on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018 system explanted due to patient experiencing extreme discomfort from the last pm pocket revision procedure. Device had been placed under the muscle by another physician, and migrated to the axilla area. No infection noted. Physician did the explant and was sending the patient back to her regular cardiologist. No malfunction of the pm. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.